Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the had to press buttons more than once to took command. Insulin pump had to rewind more than once. Insulin pump received no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. No rewind or prime/fill anomalies noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: cracked case, pillowing keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).